Manufacturer narrative:
See section b3 for event date provided. Section b5 has been updated to include additional information.

Event description:
Per customer, the staff surgeon stated that the chest tube caused tamponade and it¿s not safe for cardiac patients. No medical intervention was required, and no intubation was necessary. Additional information was received from the surgeon and stated that the original intended procedure for this patient was coronary angiography. There was no malfunction per se of the chest tube. The staff surgeon further explained that the issue was that the tube in question was much stiffer than their prior products. The event resulted in compression of a bypass graft, and in this event, it was not tamponade. The chest tube was removed as a result and the patient was discharged home. The customer further stated on (B)(6)2023, that the incision was made with a blade and a track was created with a kelly forceps and then the chest tube was inserted in standard fashion. The customer is now using teleflex tubes.

Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Per customer, the defective product was discarded. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, the staff surgeon stated that the chest tube caused tamponade and it¿s not safe for cardiac patients. No medical intervention was required, and no intubation was necessary. Additional information was received from the surgeon and stated that the original intended procedure for this patient was coronary angiography. There was no malfunction per se of the chest tube. The staff surgeon further explained that the issue was that the tube in question was much stiffer than their prior products. The event resulted in compression of a bypass graft, and in this event, it was not tamponade. The chest tube was removed as a result and the patient was discharged home.